Event description:
Caller states that the pt tested 1.8 inr and 2.5 inr during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however, caller did not know what lot was used to produce these results.